Manufacturer narrative:
(B)(6) h3: one device was received for evaluation. Visual inspection found cracked housing. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the rtc battery was the root cause. The rtc battery was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that ¿1530 o'clock¿. There was unknown patient involvement.